Event description:
The orsiro mission was used to treat a moderately calcified lesion (90% stenosis degree) in a severely tortuous segment of the distal lcx. At the distal tip of a stent implanted more than a year earlier, the orsiro mission likely caught on the proximal edges and detached from the balloon. Since it was still attached to the guidewire, the stent was pulled into the distal left main trunk, where it was dilated to 4.0 mm, creating a temporary stent from the distal left main trunk to the proximal lcx. Treatment of the distal lcx was then abandoned.

Manufacturer narrative:
Combination product: yes. Neither the affected device not the angiographic material was returned. Therefore, no technical investigation on the subject could be performed. The production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. Review of the production documentation confirmed that the device was manufactured according to specifications and passed all in-process and final inspections. During final inspection, every stent system undergoes visual inspection to ensure correct stent embedding and homogeneous crimping of the stent. Further, the stent retention force of a defined amount of samples is tested by means of manufacturing process output monitoring. Based on the conducted investigations, no material or manufacturing related root cause could be identified. Considering the event description, the most probable root cause for the reported event is related to the patient's anatomy (i.e. Previously implanted stent). Besides, it should be noted that the IFU advises the user not to post-dilate the stent to more than the maximum expandable diameter.

Event description:
The orsiro mission was used to treat a moderately calcified lesion (90% stenosis degree) in a severely tortuous segment of the distal lcx. At the distal tip of a stent implanted more than a year earlier, the orsiro mission likely caught on the proximal edges and detached from the balloon. Since it was still attached to the guidewire, the stent was pulled into the distal left main trunk, where it was dilated to 4.0 mm, creating a temporary stent from the distal left main trunk to the proximal lcx. Treatment of the distal lcx was then abandoned.

Manufacturer narrative:
Combination product: yes.